Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) # p190006.

Event description:
It was reported that during the removal of the tined lead, a portion of the lead was secured in the header of the battery and pulled off the lead near the pocket site. The physician pulled back to the incretion site to remove the lead. Additional time and excision were needed to retrieve the lead contacts. The patient was being treated for frequency. There were no additional reported patient complications. The patient fully recovered.